Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Customer's blood glucose was 22 mmol/l, technical support advised the customer to load a new cartridge. Customer declined further troubleshooting.